Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that two insulin cartridges began leaking during the supply change process. The user was able to complete a subsequent supply change successfully and continue ilet use. No blood glucose impact was reported. No medical intervention required.